Event description:
It was reported that the physician performed a procedure during an ER visit on (B)(6) 2015 and topical skin adhesive was used. During the procedure, when the physician broke the vial, a shard penetration occurred. A small shard of the vial was removed from the puncture site, the physician washed hand with antiseptic soap and had blood drawn to check for pathogens. The physician received a tetanus shot. It was reported the physician is well.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and revealed a piercing through which a glass shard protruded in the applicator bulb. A piercing in the butyrate tube was also observed and these piercings coincided in position.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.